Event description:
(B)(4).

Manufacturer narrative:
Batch reviews: from the document review of the lot involved ((B)(4) items produced) no anomalies were found. No similar problem occurred on items of the same lot. The surgeon was finally able to remove the intramedullary rod only and decided to leave the extension rod into the pt and completing the surgery. This is the third case of a similar issue registered in our database on the same product code, reported with: mdrs: 2014-00045, 2014-00081.